Event description:
Reporter is patient consumer who had an MRI done approx one week ago with radiology associates, hospital he is unsure of the timeframe that was spent in the machine but he was given a pair of "foam" like ear plugs that didn't provide any protection against the noise he was exposed to while inside the scanner. When he had an MRI about 30 years ago, he was given proper protection to included a pair of ear phones that had music playing. He says that the protection he received was "crummy". "I have better protection at my house." Consumer states that he is an engineer with a degree from mit. He has worked personally around heavy equipment and knows that with any new equipment installation correct equipment must accompany it. He has spoken to the manufacturer to express his concerns and says he has now been diagnosed with tinnitus (ever since he used the foam plugs). Not only was the device without proper ear equipment, but there was no means of communicating any problem to the technician operating the equipment. There were no red buttons, no microphones, nothing. Through his internet researching on this device, one can reach up to 130 db (as loud as a jet engine)! Currently he is having problems getting to sleep at night from the ringing in his ears. It can take him 2-3 hours before he falls asleep! He's since undergone a hearing test and an evaluation by ent. The results of the hearing tests are to be available next week. From his research and by the explanation from his doctor he's been told time will tell if the tinnitus goes away. He feels FDA needs to enforce that proper hearing protection be provided with this device at the time of installment. His condition can be incurable and he blames the manufacturer for not strictly enforcing proper protection gear at the time of sale/installation. Points of contact are as written below.